Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Pairing test with (B)(6) bluetooth device: pass. Performed share log review and loss of connection found in log. The complaint is confirmed because of the loss of connection. The reported event of loss of connection was confirmed. A root cause could not be determined.